Manufacturer narrative:
It was determined that the reported device was a component of a finished product, and not a finished product itself. Additionally, per additional information received, it was determined that this component did not experience the reported event of smoking. Based on this, this event is no longer determined to be reportable.

Event description:
It was reported that there was a thermal event of smoking.

Event description:
It was reported that there was a thermal event of smoking.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.